Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer dropped the insulin pump on the carpet floor 10 to 15 minutes ago. The display did not return after troubleshooting. The customer also had issues with the battery. He received a low battery alarm. Customer's blood glucose level was 291 mg/dl. He treated his high blood glucose level using a syringe. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation, the operating currents are within specifications. However, the insulin pump was received with corroded battery tube. The insulin pump was monitored and no blank display anomalies were noted. No low battery alerts noted. No black display noted. No traces of moisture were noted at electronic or motor assemblies per our visual inspection. The insulin pump had minor scratches on the lcd window and missing the end cap sticker.